Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was in a rejected status, preventing issuance. A technical support specialist (tss) confirmed in medbank myqlink (mql) that the rejection was due to a wrong medication issue associated with the patient. After the users clarified with the pharmacy that the medication was urgently needed, guidance was provided to the pharmacy on locating and approving the rejected rxverify request. Once approved, the rejection cleared successfully, and the user was able to issue the medication without further issues, resolving the problem. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication due to an rxverify rejection. The customer attempted to issue medication for patient 069ni for hydrocodone/apap 5/325 mg tablet; however, the system did not allow the transaction to proceed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.